Manufacturer narrative:
(B)(4). Only event year known: 2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 25799 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: please confirm if the device was explanted as scheduled (B)(6) 2021? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Yes. If yes, what diagnostic testing was completed? Multiple dilations, ugi can you share the results of the diagnostic tests? No. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? Unsure. If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? No. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes. If yes, could you please share the results? Cannot share the actual studies but I got the following info from dr. Mano results: dci ¿ 600, dea ¿ 60, 5 normal and 5 weak swallows, 4 cm hh. When using the linx sizing device what technique was used to determine the size? Pop plus 2 or 3. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes, pre-op dysphasia. How severe was the dysphagia/odynophagia before intervention? Not severe, but patient mentioned he had some dysphasia pre-op. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for removal of the linx device? That¿s it, dysphasia. Was the device found in the correct position/geometry at the time of removal? Yes. Will the device be available for analysis? No.

Event description:
It was reported that the patient had the linx implanted on (B)(6) 2019 for symptoms of gerd. The patient is scheduled to have the device explanted on (B)(6) 2021 for dysphagia. There is no additional information at this time.